Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for additional microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. The testing result cleared the (B)(6) guideline. In addition, (B)(4) also confirmed the following in the evaluation: kinks and buckle of the insertion tube; kinks and buckle of the universal cord near the boot; wear and tear on the bending rubber, the distal end cover and the control section. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of adenosine triphosphate (atp) test by the user facility, the instrument channel of the subject device tested positive. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the auxiliary water channel of the subject device tested positive for micrococcaceae (5cfu/100ml) and the sample collected from the instrument channel of the subject device tested negative. (B)(4) was informed the result of the test by the third party, on august 13th, 2018. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".